Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because no device malfunction was able to be confirmed during evaluation, the definitive root cause of error e315 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not re-process or store this product with tweezers, forceps, scalpels, etc. Doing so can cause holes in the camera cable, which could damage the electrical circuit inside the product due to water leakage. Do not hit or drop the product. Water leakage may damage the electrical circuits inside the product.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. However, the following were found: a flooded connector, a buckling cable, a loose scope mount, and a flickering/noisy image. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd autoclavable camera head did not produce a picture. In addition, it gave an error message saying, "asymmetric scope connection e315 this scope is not available". This occurred during the beginning of a therapeutic intranasal method dacryocystorhinostomy. The procedure was completed using a different camera head. And there was no report of patient harm.